Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2016, a (B)(6), female patient presented for an endovenous laser procedure. The patient was treated first at the right leg gsv and the at the left leg gsv. When the fiber was withdrawn, it was noted the tip of the fiber had fractured off inside of the patient, requiring further medical intervention to remove the fractured piece. There was no permanent harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. Two segments, 3cm and 2cm long, were separated from the rest of the fiber. The shaft material at the site of the fractures appears melted. The customer's reported complaint description of the fiber fracturing is confirmed. It was reported that the fractured piece was successfully removed and the patient suffered no permanent harm or injury. A review of the returned sample shows the shaft of the fiber melted at the fracture site; this is indicative of the glass fiber core fracturing, which allows the laser energy to be diverted at this break location. The energy then melts the fiber resulting in the shaft detaching. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Although it cannot be definitively determined, the fracture of the fiber does not appear to be manufacturing or design related. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).